Event description:
It was reported that the display screen malfunctioned during a procedure. The system was no longer able to be utilized, and the procedure was aborted. Turp was used to complete the procedure. There was no report of a pt injury; however the MFR is filing this as surgical intervention due the pt undergoing an add'l procedure as a result of the display malfunction.

Manufacturer narrative:
Field service engineer was dispatched to the customers site. Fse found that the display was inoperable. The display has been removed and replaced.